Event description:
It was reported that the patient's generator could not be interrogated. The physician reported that three months prior the device did not show end of service and believes the generator battery flag is flawed. It was also reported that the patient has experienced an increase in seizures. It was reported that the programming system is not suspected. It is unknown whether or not the increase in seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Date of event; corrected data: new information received corrects the date of event.

Event description:
It was reported that the patient¿s vns device was not able to be interrogated on (B)(6) 2014. It is unknown when the increase in seizures occurred. The physician indicated that the vns affect on the seizures is difficult to determine as there were a lot of medication changes during that time. The physician reported that the increase in seizures was not above the patient's pre-vns baseline. The patient underwent generator replacement due to battery depletion - unable to interrogate. It was reported that the explanting facility does not return explanted devices for analysis without patient release.

Manufacturer narrative:
Adverse event or product problem, corrected data: follow-up report # 1 inadvertently did not select "adverse event". Outcomes attributed to adverse event, corrected data: follow-up report # 1 inadvertently did not select "required intervention to prevent permanent impairment/damage".